Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. Device not returned.

Event description:
It was reported that multiple cartridges were leaking from the o-ring. Customer reverted to an alternate method of insulin therapy. The customer's blood glucose level was 329 mg/dl.